Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "orif was performed for right humeral shaft fracture on november 8, 2023. When drilling into the hole of the nail, the drill contacted with the nail and advanced without getting into the hole of the nail, resulting in fracture of the drill tip. The drill tip was stuck in the bone, but was removed by grasping it with pliers. The doctor told that unintended contact of the drill with the k-wire just before the drill was inserted into the nail hole might affect the reported fracture of the drill tip."

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned drill was confirmed based on the catalog # and the lot # marked. The reported event could be confirmed, as the drill is broken into two parts. Both parts were returned. Damage and wear could be observed on the tip of the drill. This damage is a direct result of the reported misaligned drilling. Microscopic images give evidence of a sudden brittle fracture, as indicated by the smooth homogeneous surface of breakage. The fracture origination could be observed at the part of the tip with the most damage. This is precisely the part that went in contact against the nail first, where the device was weakened. Dimensional and material integrity inspection showed the device to be according to specification. Based on investigation, the root cause was attributed to an user related issue. The failure was caused by careless usage of the device. Misaligned drilling cause the drill to be in contact with the nail, which weakened it and ultimately led to the breakage when drilling into the bone. As a reminder, the instructions for use clearly state that: " avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "orif was performed for right humeral shaft fracture on (B)(6) 2023. When drilling into the hole of the nail, the drill contacted with the nail and advanced without getting into the hole of the nail, resulting in fracture of the drill tip. The drill tip was stuck in the bone, but was removed by grasping it with pliers. The doctor told that unintended contact of the drill with the k-wire just before the drill was inserted into the nail hole might affect the reported fracture of the drill tip."